Manufacturer narrative:
(B)(4) 2012. No RMA has been initiated for this issue. Model 965014, serial number/date code is (B)(4) 2006. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; last week she noticed a crack in the arm rest of the commode. Cracked arm rest is a supporting device and malfunction is potential for injury. MDR filed.

Event description:
Consumer stated, "last week she noticed a crack in the arm rest of the commode."